Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances. Technical services (ts) reviewed the lead and recommended increasing the upper limit. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.